Manufacturer narrative:
Pump serial numbers: (B)(4). Cartridge lot number: m021940.

Event description:
Quarterly summary report for alleged cartridge septum issues: it was reported that the cartridge septum was damaged, resistance was felt during the fill process, or leaking was observed. The issue was resolved by the user reverting to a new cartridge. There was no adverse impact.